Event description:
All patient events were mentioned in the same article. No identifying information was provided regarding the patient or the patient¿s components. Year published: 2017 author: boon m et al title: uas for treatment of osa: an evaluation and comparison of outcomes at two academic centers journal title: journal of clinical sleep medicine volume: 13, no. 9, 2017 [ref'd in habetha s. Et al (2024) sr] procedure and device-related aes reported. Two participants experienced procedure-related seromas that were treated with needle aspiration, pressure dressing, and an antibiotic course.